Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an allergic reaction occurred. A promus element plus stent was successfully implanted in an unspecified lesion on an unspecified date. An unknown amount of time later, the patient experienced numerous rashes on their body, located on the upper part of the torso, buttocks and certain parts of the leg, which are a little larger than mosquito bites and occasionally itch. It was noted that the patient had gone through multiple types of blood thinners.